Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) is suspected to have burst during use. Manual compression was held for 15 minutes, and a hematoma may have developed. There was no reported patient injury. Representative support was ongoing, and the physician was not yet fully certified with the mynx control vcd. The physician inserted the device into the sheath, inflated the balloon, and went to pull back. The physician had come to a stop and was looking to line up the markers when the device suddenly slid back from the patient, and it was clear that the sheath was out of the body. The inflation indicator was back in the body of the device, and when the physician tried to reinflate the balloon, there was a major squirt coming from the balloon as the plunger on the syringe was pressed, indicating a busted balloon. The groin angiogram did not appear to show calcium in the view observed, but it was only one picture and was not a moving shot. The physician thought the balloon burst on calcium. The device will not be returned for evaluation.